Event description:
A distributor in china reported that the heater wire pin of an rt200 adult dual heated breathing circuit was "broken" and could not be connected. This was reported prior to patient use.

Event description:
A distributor in (B)(6) reported that the heater wire pin of an rt200 adult dual heated breathing circuit was "broken" and could not be connected. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. We are currently endeavouring to retrieve the complaint device. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint breathing circuit was returned to the manufacturer. The heater wire pins of both the inspiratory and expiratory limbs were tested to see if they could be connected to a heater wire adaptor. Results: a heater wire pin on the inspiratory limb was split, therefore full insertion of the heater wire adaptor was not possible. Full insertion of the heater wire pins of expiratory limb with the heater wire adaptor was successful. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were split during production or by the end user. (B)(4).